Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no telemetry and that the patient's rate was in the 40s. At the last device check four weeks earlier, the longevity estimate was 11 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event.